Event description:
It was reported that the pump does not detect the dosing bulb. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion seal.

Manufacturer narrative:
E1: address line 2 "service biomédical - (B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective remote dose connector. The remote dose connector and dso seal were replaced.